Manufacturer narrative:
(B)(4). Information is unavailable. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was the patient¿s bmi? Was there any patient consequence or change in post-operative care for the patient as a result of the event?

Event description:
It was reported that during a sleeve gastrectomy procedure when the device was fired it only laid down 1 row of staples; it did cut. The reload was cut in half. A second like device was used to re-staple. It was not known on which firing this occurred. No buttressing material was used for this procedure. The surgeon used a green reload, then gold and finished with blue. The case was completed with another device of the same product code. It is not known if there are any patient consequences.